Event description:
Hospitalization for blood clot. Stayed for 7 days. MRI scan done and was burned on both arms-above elbow. Left arm, third degree burn. Tech didn't respond as burning began, had family member present in MRI chamber, this person got tech's attention, when I was able to tell her of the pain I was experiencing. In MRI at least 15 minutes. Tech came in, saw redness on both arms, covered arms, and we were told that she never saw this before. Also, told that MRI scan wasn't complete. Didn't know severity of redness at that time. Let tech finish MRI scan, about 5 minutes more, still felt pain. Inpatient at the hospital. Hospital hasn't contacted me at all or followed up on my condition. MRI supervisor came up to check injury, later that day, or following day, in 2009. Hospital staff, and treating doctors in hospital express concern, however, all were not willing to get involved. Diagnosed with rare auto-immune kidney disease in 2008, was on 6 month protocol of high dosages of prednisone, to treat and arrest possible end stage kidney failure. I also became diabetic-from pre-diabetic-; cardiovascular, severe arthritis, neurological problems, and heart arrhythmia-pre-existing conditions-. Developed congestive heart within 3 months of burn. Third degree burn that developed on left arm took 8 weeks to treat via wound care-visiting nurse and wound clinic-. Scarring on left arm.